Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted pyeoplasty procedure, the black coating on the conductor wire of the fenestrated bipolar forceps instrument came off. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue was identified during normal manipulation of the instrument. It is unknown what the surgeon believes caused the instrument to break. It is unknown how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument. However, the issue was identified during an instrument tip collision. The fragment fell inside the patient and was retrieved with another instrument. There was no additional procedure required to remove the fragment. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi, but the fragment has been disposed of. There are no images of the device or video recordings of the procedure available for review.